Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was protruding from the shuttle cartridge side slit. The sealant was compressed, bunched up and blood was observed on the outer surface. Shuttle movement was checked and no resistance was felt. The catheter shaft, the advancer tube and the shuttle cartridge were inspected for any presence of adhesive. No evidence of adhesive was observed. Damage was observed at the proximal tip of the advancer tube may have been forced back over the tamp lock. The review of the lhr (lot f1315801) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the root cause for the reported device deployment jam could not be conclusively determined. See MDR 3004939290-2014-00783 for the first device.

Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic neuro interventional radiology procedure of (B)(6) 2013. Access was obtained at the common femoral artery via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Peri-procedure, the pt was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was inserted into the procedural sheath but as the physician attempted to shuttle down, the device seemed to be "jammed". The balloon was deflated and the device was removed. The device appeared to have sealant adhered to the black wire (catheter). A second device was deployed and for a second time the device seemed to be "jammed". The second device also appeared to have sealant adhered to the black wire (catheter). The device was removed and the pt was converted to 10 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.